Event description:
It was reported, "the doctor found the dilator tip damage during use on the patient." There was no medical intervention required. The user changed to a new set. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4).

Manufacturer narrative:
(B)(4). The customer provided one image showing a dilator. Visual analysis revealed that the dilator tip was damaged/defective. The customer returned one dilator for analysis. No definite signs of use were observed on the sample. The returned sample appears to match the sample pictured in the customer image. Visual analysis revealed that dilator tip was widened, split, and frayed. Microscopic examination confirmed the damage and revealed white stress marks. Slight bending across the dilator extrusion was also observed. The dilator length measured 5 3/8", which is within the specification limits of 5 1/4"-5 3/4" per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.036", which is within the specification limits of 0.036"-0.038" per the dilator product drawing. The dilator inner diameter at the proximal end measured 1.4224mm, which is within the specification limits of 1.40mm-1.47mm per the dilator extrusion product drawing. The dilator outer diameter measured 3.99mm, which is within the specification limits of 3.97mm-4.06mm per the dilator extrusion product drawing. A lab inventory guide wire with a diameter of 0.035" was inserted through the returned dilator. Despite the damage to the dilator tip, the guide wire was able to pass. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was widened and showed evidence of fraying. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from r & d, the root cause cannot be determined. A non-conformance was initiated so the mfg facility could further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the dilator tip damage during use on the patient." There was no medical intervention required. The user changed to a new set. No patient harm or injury. The patient's current condition is reported as "fine".